Event description:
It was reported that the patient had a revision done in (B)(6)-2011. The lead was capped on (B)(6)-2011. No other information was known. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3389s-40, lot# v635829, implanted: 2011-(B)(6), explanted: unknown, lead model 3389s-40, lot# v479550, implanted: 2010-(B)(6), ex planted: unknown, programmer model 37642, serial# (B)(4), extension model 37085-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: na, extension model 37085-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: na, recharger model 37651, serial# (B)(4).